Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation of the reported issue was unable to verify whether there was any system malfunction. Investigation of the logs could not determine a root cause. The user reported that the software alerted to a possible movement of the drb or surveillance marker. Additionally, investigation of the case logs and case showed that the screw was planned in a high skive area. Due to the hardness of the bone, additional drilling would have been needed to help place the screw. Skiving upon entrance can cause the screw to be pushed laterally once down the pedicle due to the patient's anatomy. The cause of the reported issue was traced to user technique.

Event description:
1.1 r3 sw/ 9" fluoro tracker/preop. Creo one: t10-s2. Pt had three preexisting cages which were in the preop CT scan. Drb placed in pt's left side psis with sm in pt's right side psis. Had great merges with zero issues. Did accuracy check prior to bringing robot in and everything matched up. No issues placing t10-l1 screws with snaking technique (2 surgeon one on each side of the pt.) Struggled with l2r due to hard bone. We even used pilot drill after hsd and still struggled, readjusted plan and it was still a challenge for surgeon to get thru. He was being kicked lateral. Rep suggested we skip l2r and come back to it. And dr. Proceeded with his side l3l. Once that screw was placed, rep had surgeon go back to l2r to try again. Readjusted the plan and it seemed to fix the trajectory we were originally on. Continued to l3r and then to l4r and to l4l and for some reason (even after I spoke up) we went back to l4r and another screw was placed. We struggled there and adjusted the plan, but screw went in fine and stimulated above 20 (both screws in l4r stimulated above 20). Had the sm shift warning, did an accuracy check things looked good so we reset sm. Continued down to l5r, l5l, s1l s1r, s2r we got the sm shift message again after placing the s2l. I believe this was caused by the screw being so close to the sm (sm post not lateral enough in the psis) and/or dr. Placed retractors in right near the drb area and the retraction caused the qs to possibly shift move. Rep and I suggested we do and accuracy check and we were off. Brought in xray to confirm. T10-l1 looked great l2r-l5r were high with l4r having the 2 screws. S1l and s1r looked great as well as the s2ai left screw. Surgeons had to remove the extra screw at l4r and adjust and replace screws on l2r, l3r and l5r as well as place a screw for s2l. One registration, open, 2 surgeons performing (one on each side), great merge with scores of 5-7s. Not sure if the surgeon on the right had a different technique, manipulated the spine too much when applying force but it only the right sided screws at l2-l5 were off. Stimulated well (all above 20) and no harm to the pt. Aborted robot with one screw left due to shift of drb and already placing 17 screws with the robot was afraid the merge would be off since all those screws weren't in the preop scan.